Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure (error c-30 mono coag activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during da vinci-assisted ventral hernia tapp surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe was still faulting and working intermittently. The customer advised they reported the issue yesterday ((B)(4)); however, the issue persisted. System logs confirmed erbe errors c-30, c-38, an m-11. Tse recommended replacing the energy cords, trying another port on the erbe, or rebooting the erbe. The customer advised that didn't work and ended the call. The procedure outcome was unknown.